Event description:
It was reported that the machine was getting hot. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The power consumption was tested showed a value of 2.0 amps at idle speed, which is slightly higher than the test device (at 1.5 amps). An additional heating test was not necessary. The oscillating saw attachment and the gears in the handpiece were found to be in good working order. The motor was opened and examined as well. The instrument was dry; no residue was noted. However, there were signs that the motor had been overused during its lifetime. The level of wear and tear found was greater than could be expected for a one year old motor. It was concluded that the overheating is not a consequence of the tool being faulty, but as a result of being used for unsuitable applications over a long period of time. For heavy duty applications, it is recommended that a more robust tool be used.